Event description:
In 2002 an orthodontist had four enamel fracture occurrences on debonding damon brackets. This occurrence, one of four in 4 months in 2002, involved an enamel fracture of the lower anterior that ran from the labial to the lingual side of the tooth, exposing the pulp chamber. The dr indicated that they attributed the occurrence to possibly compromised enamel. During the debonding procedure the dr stated they used the unitek ceramic bracket debonding tool instead of the recommended unitek loop debonder.